Manufacturer narrative:
On (B)(6) 2016, the patient started essure at an unspecified dose and frequency. Further treatment periods at the same dose started on (B)(6) 2016. On (B)(6) 2016, the same day after starting essure, the patient experienced device breakage (seriousness criteria medically significant and clinically significant/intervention required), device deployment issue ("resistance to perform essure insertion (some resistance but advanced to the black, rolled back to a hard stop) / it would not release"), complication of device insertion ("complication of device insertion"), device physical property issue ("the whole thing became unraveled so there was more than 18 trailing coils") and complication of device removal ("not all the broken pieces were retrieved"). The patient was treated with surgery (essure removed from fallopian tubes via hysteroscopy on (B)(6) 2016). At the time of the report, the device breakage, device deployment issue, complication of device insertion, device physical property issue and complication of device removal had resolved. The reporter provided no causality assessment for device breakage, device deployment issue, complication of device insertion, device physical property issue and complication of device removal with essure. The reporter commented: it was reported that the gold band was still in the catheter when the hcp tried to press the button. Then when hcp was removing the inserter, the implant unraveled and the tip broke . A large piece and a middle piece of the implant were seen; shards of silver could be seen on the uterine lining. Breakage could not have led to serious injury under less fortunate circumstances. Most recent follow-up information incorporated above includes: on 15-feb-2017: questionnaire - device breakage with essure (patient's demographic data, new adverse event, new lot number, essure stop date, events outcome). Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that essure broke in little pieces and part of the essure is still in the tube (very distal end of the coil is still in the tube). This event is anticipated according to the reference safety information for essure. In this particular case, physician reported a deployment issue during insertion procedure leading to unraveled essure and more than 18 trailing coils. After this, she tried to remove this coil and it broke in little pieces and part of the essure is still in the tube (very distal end of the coil is still in the tube). Based on the nature of these events, causality with essure cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. After receiving follow-up information with lot number, an update of this product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: the essure insert outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button ¡s pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function if all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage, device shape alteration and device deployment issue. Since no medical events were reported at this point in time, the assessment of a relationship with a quality defect, as well as, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 13-jan-2017: quality safety evaluation of ptc. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that essure broke in little pieces and part of the essure is still in the tube (very distal end of the coil is still in the tube). The event is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure, therefore, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, it was reported a resistence to perform essure insertion (some resistance but advanced to the black, rolled back to a hard stop) / it would not release and the whole thing became unraveled so there was more than 18 trailing coils. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure broke in little pieces and part of the essure is still in the tube (very distal end of the coil is still in the tube)"), device deployment issue ("resistance to perform essure insertion (some resistance but advanced to the black, rolled back to a hard stop) / it would not release"), complication of device insertion ("complication of device insertion") and device physical property issue ("the whole thing became unraveled so there was more than 18 trailing coils") in a (B)(6) female patient who received essure (batch no. (B)(4)) for permanent contraceptive tubal implant. On (B)(6) 2016, the patient started essure. On (B)(6) 2016, 1 day after starting essure, the patient experienced device breakage, device deployment issue, complication of device insertion and device physical property issue. Essure treatment was ongoing at the time of the report. At the time of the report, the device breakage, device deployment issue, complication of device insertion and device physical property issue outcome was unknown. The reporter provided no causality assessment for device breakage, device deployment issue, complication of device insertion and device physical property issue with essure. The reporter commented: it was reported that the gold band was still in the catheter when the hcp tried to press the button. Then when hcp was removing the inserter, the implant unraveled and broke . A large piece and a middle piece of the implant were seen; shards of silver could be seen on the uterine lining. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and it was reported that essure broke in little pieces and part of the essure is still in the tube (very distal end of the coil is still in the tube). The event is anticipated according to the reference safety information for essure. In this particular case, the device breakage occurred during a difficult insertion procedure, therefore, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, it was reported a resistance to perform essure insertion (some resistance but advanced to the black, rolled back to a hard stop) / it would not release and the whole thing became unraveled so there was more than 18 trailing coils. Further information and product technical analysis are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("essure broke in little pieces and part of the essure is still in the tube (very distal end of the coil is still in the tube)") in a (B)(6) female patient who had essure batch no. D19662 (MFR 17-oct-2014, exp 28-oct-2017) and batch no. E01919 (MFR 01-jun-2015, exp 28-jun-2018) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device deployment issue ("resistance to perform essure insertion (some resistance but advanced to the black, rolled back to a hard stop) / it would not release"), complication of device insertion ("complication of device insertion"), device physical property issue ("the whole thing became unraveled so there was more than 18 trailing coils"), complication of device removal ("not all the broken pieces were retrieved") and wrong technique in device usage process ("handling error"). The patient was treated with surgery (essure removed from fallopian tubes via hysteroscopy on (B)(6) 2016). At the time of the report, the device breakage, device deployment issue, complication of device insertion, device physical property issue, complication of device removal and wrong technique in device usage process had resolved. The reporter provided no causality assessment for complication of device insertion, complication of device removal, device breakage, device deployment issue, device physical property issue and wrong technique in device usage process with essure. The reporter commented: it was reported that the gold band was still in the catheter when the hcp tried to press the button. Then when hcp was removing the inserter, the implant unraveled and the tip broke. A large piece and a middle piece of the implant were seen; shards of silver could be seen on the uterine lining. Breakage could not have led to serious injury under less fortunate circumstances. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Most recent follow-up information incorporated above includes: on 22-jun-2017: quality-safety evaluation of ptc company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.